Event description:
Ivc bard filter placed in 2009, CT which revealed the filter to be malpositioned. Pt is asymptomatic and requested removal. Had filter removed on (B)(6) 2020. FDA safety report ID# (B)(4).